Event description:
Procedure: nephrectomy. According to the reporter: during the case, the blade was slippery on tissue and the cutting was dull. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).